Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that a massive chunk of the pump is missing and received a battery failed alarm. The customer stated that the location of the damage was a battery case tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Damage does affect the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 18-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 03/13/2025 07:20:41.000 03/13/2025 07:22:15.000 03/14/2025 17:30:21.000 to 03/14/2025 17:30:55.000 03/17/2025 12:26:19.000 03/17/2025 14:21:56.000 to 03/17/2025 14:26:45.000 03/17/2025 18:29:03.000 03/17/2025 20:45:14.000 to 03/17/2025 20:47:21.000 03/17/2025 21:59:04.000 03/18/2025 12:02:07.000 failed battery alert/battery failed alarm was found on: 03/13/2025 07:20:45.000 03/14/2025 17:30:28.000 03/17/2025 14:23:28.000 to 03/17/2025 14:26:37.000 03/17/2025 20:45:19.000 to 03/17/2025 20:47:19.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 17-mar-2025 at 02:05:57.000. There was no power data available for the date of 13-mar-2025 and 14-mar-2025. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm on 17-mar-2025 was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the case - battery tube side of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.